Event description:
It was reported that the 9000 sys would not boot prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply is damaged and software is corrupted. This sys is end of life. The svc call was cancelled by the customer. A f/u report will be filed when add'l details become available.